Manufacturer narrative:
This report is submitted on june 22, 2021.

Event description:
Per the clinic, the device was explanted (specific date is not reported) due to constant skin overgrowth over the abutment. There are no plans to reimplant the patient with another cochlear device as of the date of this report.